Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery test. The device had intermittent button response and button error alarms. Unable to determine root cause due to pump preservation. The device had a cracked reservoir tube lip, scratched lcd window, cracked battery tube threads, and a missing end cap sticker.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 162 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.